Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient had experienced dka (diabetic ketoacidosis). The reporter stated that at the time, the readings on the cgm app were 105 mg/dl. The reporter also mentioned that during this time, the patient was having multiple episodes of vomiting. For five hours, they had chest pains, an irregular heartbeat, and felt "like dying." The patient¿s father took the patient to the emergency room and gave hydration and antiemetic. Upon arrival, a nurse took a blood sugar reading and found the blood glucose value was 465 mg/dl. While on the cgm app it still show 105 mg/dl. At the hospital, the nurse administered intravenous (IV) fluids and insulin to the patient. The reporter mentioned that the patient stayed at the hospital from 11:00 pm to 11:00 am. After the IV fluids were administered, the patient's blood sugar dropped to 120 mg/dl. After release, the reporter mentioned that he was doing fine now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.